Event description:
It was reported that upon interrogation the device was found in bvvi mode with therapies off. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported device reset condition was confirmed in the laboratory. The cause of the reset was found to be due to multiple parity errors that were detected by the device. The device tested normally on the bench and on the automated testing equipment system. The cause of the parity errors could not be determined.